Event description:
It was reported that there was an infection at the implant sites that led to the lead being explanted and replaced. There was draining of serious fluid from the pocket that led to the surgical intervention. There was no diagnostic/troubleshooting performed. The interventions/actions taken as a result was a removal of all implants, which were discarded. The issue was resolved at the time of this report. After follow-up with the patient, they were still having concerns with their device or therapy. It was reported that it became infected, had to be removed, and a new one would be put in on the opposite side on (B)(6) 2015. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0r4uq, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).